Event description:
A peritoneal dialysis (pd patient reported having been diagnosed with peritonitis and was also finishing a regimen of antibiotics. In an additional follow-up, the patient¿s pd nurse reported the patient was having symptoms of abdominal pain. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The nurse states the pd culture generated an elevated white blood cell (wbc) count and no organism growth. The patent was initiated on antibiotic therapy with vancomycin and ceftazidime on an outpatient basis. On an unknown date, the patient had a repeat pd culture performed which showed a normal wbc and patient is reported to have recovered from the peritonitis event. The cause of the event remains unknown. However, there were no fluid leaks or any issues with fresenius products in relation to this event.